Manufacturer narrative:
The medical center in japan discarded all product in 8/2022. As such, no investigation to root cause is possible. No further information has been shared by the jpvad registry team that leads to a root cause for either the bleeding nor the renal failure. The failure modes will be monitored and trended.

Event description:
The medical team in japan had an access site bleed and renal failure reported, in 11/2022 in the jpvad registry, from an impella cp support of 12 days in 8/2022. The registry reported upon blood product delivery for the access bleed, of an unknown amount of units transfused. No other intervention was needed. The renal failure also occurred during the support and was treated by haptoglobin infusion. The jpvad registry furnished no further details.

Manufacturer narrative:
Additional information for the initial MFR 1220648-2022-01685 was provided in sections b5, d6a, d6b and h6. The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. The failure mode will be monitored and trended. This report is being filed as part of a retrospective review of historical records.

Event description:
Subsequently, additional information was received indicating that the patient also experienced an access site infection, in (B)(6) 2022 in the jpvad registry from an impella cp support of 12 days in (B)(6) 2022. The access site infection occurred during support and unknown additional measures were taken; however, the additional measures resolved the issue. No further details were provided within the jpvad registry.